Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the handle wire of the subject device was broken. The issue was observed during an endoscopic mucosal resection (emr). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the added expiration and manufacturer dates of the device. Updated fields: d4 (expiration date); h4.

Event description:
No additional information provided by the customer.